Event description:
Reporter alleged passing out after high results of 370-423 mg/dl and ambulance was called. Reporter stated being treated with liquid glucose and tested him with a glucose level of 30 mg/dl. Reporter indicated result of 40 mg/dl and was kept in the hospital overnight since glucose had been so low for so long. Reporter stated no controls were used and test strips were expired.